Event description:
Reportedly, a complaint report for this device was initially raised on (B)(6) 2005 (MDR reference related to this complaint was #9610579-2005-00051). Due to failure to interrogate at one day post-implant. Recommendations were provided; however the device remained implanted until (B)(6) 2016. The device was finally explanted and will be returned for analysis.

Event description:
Reportedly, a complaint report for this device was initially raised on 05 july 2005 (MDR reference related to this complaint was #9610579-2005-00051) due to failure to interrogate at one day post-implant. Recommendations were provided; however the device remained implanted until (B)(6) 2016. The device was finally explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed a failure at the level of an integrated circuit.

Event description:
Reportedly, a complaint report for this device was initially raised on (B)(6) 2005 (MDR reference related to this complaint was #9610579-2005-00051) due to failure to interrogate at one day post-implant. Recommendations were provided; however the device remained implanted until (B)(6) 2016. The device was finally explanted and will be returned for analysis.